Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5, and to provide the completed investigation results. The sample was not available for evaluation. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to CAPA investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. An nc and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
B3: date of event: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: mrt the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator did not click into the sheath. There was no blood loss reported. The reported event did not result in patient injury and/or require medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No equipment or other devices were used with the product involved. The event occurred intra-operative.